Event description:
Customer reported via phone, he was standing around and the insulin pump alarmed button error. He is unable to clear the alarm and the buttons were unresponsive. Customer doesn't recall his blood glucose level. Customer has been having sensitivity button issue for the past six months. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return it for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at tis time.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened button dome switch. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.